Event description:
Package integrity of vessel sealer appears to be compromised due to inner plastic tray not being centered from factory. Package was not sealed on all edges. Package not opened onto field. Did not reach patient. New package obtained, inspected and used.